Event description:
It was reported that device entrapment occurred. The 75% stenosed lesion was located in the moderately tortuous and severely calcified left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter got stuck in the previously implanted non-boston scientific stent. The shaft was cut and covered with the wire to be released. The device was able to be completely removed. The procedure was completed with another of the same device. No patient complications were reported.